Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of the instructions for use found the wand is supplied sterile. The wand is intended for single use only. Do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed the lid is damaged and the warranty seal is broken. Functional evaluation revealed after powering up the unit asks to press any button and displays an e8 wand error with an alarm tone. No wands or devices were currently plugged in. The unit was opened and found liquid/oil damage on some connectors to the motherboard, including wand connectors. The complaint was verified and the root cause could be associated to a component failure. Factors, which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the quantum 2 controller is showing an e8 error when switched on. Incident occurred during set up or inspection of an arthroscopy. The procedure was completed with a competitor's device. It is unknown if there was a delay. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.